Manufacturer narrative:
This report is submitted on february 23, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue and issues with skin around abutment site, and was treated with antibiotics (date and duration not reported) however the issue could not be resolved. Subsequently the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2018 to excise skin at abutment site. The implanted device remains.